Event description:
It was reported that during a device change-out due to normal eri, externalized conductors were observed. No electrical anomalies were detected. The lead was capped and replaced. Patient condition was good.